Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 did not alarm. There were no reports of a patient injury or harm.